Event description:
Device 2 of 2. Reference MFR report number: 1627487-2012-00629. It was reported the pt's (B)(6) pain pattern has moved and the new indication will be treated by medication. As such, the pt requested explant of the scs system. Upon removal of the extensions, it was reported the strain relief was missing from one of the devices. The fragment was not located following a review of the wound area. The physician indicated he was not concerned about the possibility of the fragment remaining in-situ. No pt complications have been reported as a result. As it is unk which of the pt's two extensions were impacted, both are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.